Event description:
The peritoneal dialysis patient reported a fluid leak during treatment. The patient's effluent was clear. The patient did not take any prophylactic antibiotics. The samples were discarded. The patient finished treatment by re-setting up with new equipment.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.